Event description:
Major pump unit(s) involved: external control system failureadditional text: cable and pbuspecific component(s) involved: other component malfunction, specifyadditional text:other component: cable and pbucausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify